Event description:
Just before the morning tubing check, the intra-aortic balloon pump (iabp) alarmed indicating there was a circuit leak. Upon checking, the nurse noted blood to be flowing into the iabp tubing before the arterial line port. While attempting to clamp the tubing, the nurse noted more blood flowing into the spring area, and there were two specks in the extender tubing. The fellow was notified, and the iabp was discontinued. The balloon pump was pulled. Patient remained sedated on minimum vent setting overnight. It does not appear there was any sequelae.